Event description:
Poc coordinator reports 2 patient adverse events and 1 patient related malfunction associated with physician reported lower than expected results with the hemochron elite instrument/act+ assay. This report is for patient 3 of 3, where patient experienced a lower than expected result only. Patient hospitalized for an unknown neurological condition. Patient administered heparin and monitored utilizing hemochron elite instrument/act+ assay during unspecified procedure performed by the interventional radiology department. Physician believed act+ results were lower than expected. No adverse events or interventions reported.

Manufacturer narrative:
(B)(4). Product samples have been returned and are pending evaluation/investigation. Additionally, itc clinical affairs contacted the poc coordinator who related the following: during the first week in (B)(6) 2009, the physician noted his expectations, regarding results in relation to heparin dose response were based on previous experience at another facility using a non-itc poc instrument, which employs a different methodology of clot detection. The physician was not using the "normal" baseline established for the hemochron signature elite and act+ system by the medical center. The physician expectation for target ranges for interventional radiology procedures were not developed specifically for the hemochron signature elite and act+ system as per package insert directions, but instead, carried over from another facility that used a different poc system and clot detection methodology. The poc coordinator educated the physician that each manufacturer of poc coagulation devices has unique/proprietary methods for clot determination, and device-to-device performance and result expectations vary. Manufacturer method: manufacturer evaluation/investigation currently in process.